Manufacturer narrative:
(B)(4). Method: four complaint rt380 adult dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned breathing circuits were visually inspected and pressure tested. Our investigation is based on information provided by the customer, our knowledge of product and previous investigations into similar complaints. Device 1 and 2: lot 1507010392 (manufactured 01 july 2015); device 3: lot 1504080301 (manufacrtured 08 april 2015); device 4: lot 1508250301 (manufactured 25 august 2015). Results: visual inspection revealed no damage to any of the returned breathing circuits or to the dryline. The pressure tests conducted showed that all breathing circuits were within specification. Conclusion: no fault was found with the returned devices based on the investigation conducted. It is possible that the leak experienced by the healthcare facility was due to the feedset not being connected to a water bag or due to a loose connection in the setup. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that four rt380 adult dual heated evaqua2 breathing circuit did not pass the initial leak test on an evita xl ventilator. It was reported that the leak originated from the expiratory limb of all four complaint breathing circuits. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuits were received at fisher & paykel healthcare in (B)(4). We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that four rt380 adult dual heated evaqua2 breathing circuit did not pass the initial leak test on an evita xl ventilator. It was reported that the leak originated from the expiratory limb of all four complaint breathing circuits. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the devices from the healthcare facility. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that four rt380 adult dual heated evaqua2 breathing circuit did not pass the initial leak test on an evita xl ventilator. It was reported that the leak originated from the expiratory limb of all four complaint breathing circuits. This was found prior to patient use.